Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy,') in a (B)(6) female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heterozygous familial hypercholesterolaemia in 2008, allergic rhinosinusitis and eczema. Previously administered products included for birth control: mirena from 2008 to (B)(6) 2014. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015 for contraception. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with conjunctivitis allergic, pruritus and urticaria, 5 months 29 days after insertion of essure. In september 2016, the patient experienced depression ("depression,"), fatigue ("fatigue."), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2016, the patient experienced vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dysmenorrhoea, vulvovaginal pain, depression and dyspareunia outcome was unknown and the fatigue and migraine was resolving. The reporter considered allergy to metals, depression, dysmenorrhoea, dyspareunia, fatigue, migraine and vulvovaginal pain to be related to essure. The reporter commented: there was 3 visible coils on the left, and 3 visible coils on the right on completion of the procedure. Indications - history of essure placement in 2015. Thereafter, she developed severe pruritis and was eventually diagnosed with a nickel allergy. Considering the essure is made of nickel, the plan was removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received: event injury was replaced with allergic or hypersensitivity reaction type: hives/ chronic itch, psychological or psychiatric problems condition: depression, rashes or skin conditions type: allergic rhino conjunctivitis pruritis urticaria, migraines / headaches, nickel allergy, dysmenorrhea, dyspareunia (painful sexual intercourse), pain, fatigue added. Medical history, lab data, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy,') in a 32-year-old female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heterozygous familial hypercholesterolaemia in 2008, allergic rhinosinusitis and eczema. Previously administered products included for birth control: mirena from 2008 to (B)(6) 2014. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 for contraception. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with conjunctivitis allergic, pruritus allergic and urticaria, 5 months 29 days after insertion of essure. In (B)(6) 2016, the patient experienced depression ("depression,"), fatigue ("fatigue."), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2016, the patient experienced vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dysmenorrhoea, vulvovaginal pain, depression and dyspareunia outcome was unknown and the fatigue and migraine was resolving. The reporter considered allergy to metals, depression, dysmenorrhoea, dyspareunia, fatigue, migraine and vulvovaginal pain to be related to essure. The reporter commented: there was 3 visible coils on the left, and 3 visible coils on the right on completion of the procedure. Indications - history of essure placement in 2015. Thereafter, she developed severe pruritis and was eventually diagnosed with a nickel allergy. Considering the essure is made of nickel, the plan was removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Batch no: c06466, production date: 2013-12-16, expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.